Event description:
Revision at post op x-ray showed there was a break in the staple.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.